Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector/electrode belt) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector pins were bent and prevented a belt from being connected. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor. Manufacture dates: electrode belt sn (B)(4)- 9/10/2015. Monitor sn (B)(4)- 4/14/2015.

Event description:
A us distributor reported that a patient's monitor case and electrode belt were damaged.